Event description:
Ous MDR - after an implantation time of about 5 months, oversensing with shock deliveries was reported. After the explant, suspected insulation damage at the lead was observed. The lead was returned to biotronik for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The analysis of the lead detected that the insulation of the lead body was massively damaged by squashing about 32 cm distal of the is-1 connector. Due to the torn-open insulation, the inner conductor helix was exposed, which was also noted in the clinical complaint. All rope conductors showed damage to the coating at that site. This damage manifestation is with high probability the cause for the clinical complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.